Event description:
Covidien received a report of a n-550 that would not alarm. The unit was in use with a pt when the condition was found, and there was no harm to the pt. Customer reports he is not able to get anymore info from end-user.

Manufacturer narrative:
The unit was returned to a covidien service center for investigation. The problem was confirmed and isolated to the speaker. The speaker was found damaged with a cut coil, and the cause of this damage is unk.